Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e315 scope error issue could not be reproduced during testing, a probable intermittent issue. A definitive root cause of the issue could not be determined, however, the issue was likely the result of the ingress of water into the scope connector during user handling/mishandling, causing an intermittent electronic component failure. The event can be detected/prevented by following the instructions for use section below: -inspection of the endoscopic image ¿-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿-do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for the diagnostic enteroscopy procedure, the evis lucera elite colonovideoscope, while being used with the evis lucera elite video system center, presented with an error code e315 scope message. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated, and the reported issue of the e216 error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation: due to wear of angle wire, the bending angle in the down direction did not meet the standard value; the scope connector and boards inside had fluid intrusion and both were corroded; the scope connector cover unit had corrosion due to water leakage; the image guide protector was damaged; the light guide protector was scratched; due to damage on the switch box, switch 1 and switch 2 did not work; the leak check label was discolored; and the venting valve was defective. The b30 error reported no image, and after replacing the scope connector and the boards, the image was restored to normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.